Event description:
Received report of leaking y-site. An infant had orders for an intravenous solution which was placed to a broviac catheter. The intravenous was checked per the protocol of every hour and the bed was noted to be wet, and leaking was noted from the set y-site. The patient's blood sugar dropped to 12 mg/dl (per accucheck) and the catheter clotted off. The patient was given a bolus of d10w which brought the patient's blood sugar back up (blood sugar result unknown) and the catheter flushed to declot without problem. No permanent patient harm reported.